Event description:
It was reported that the pt expired due to unk reasons approximately after an implant duration of 0.1 month. It is unk if the pts' death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.